Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va0t8dk, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported feeling uncomfortable stimulation. It was stated that soon after implant, they had pain in their rectum after stimulation was increased. The patient stated a lead had migrated too close to the rectum causing the pain. Their doctor had checked the lead about a year ago and verified that the lead wire had migrated. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.